Event description:
Per healthcare professional - unit turns off after a few minutes when not plugged in even when the screen says the battery is well charged. It doesn't turn off while plugged in.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for. During evaluation, the reported issue of shutting down prematurely was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the reported issue is battery failure due to use related. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Unit turns off after a few minutes when not plugged in even when the screen says the battery is well charged. It doesn't turn off while plugged in.